Event description:
The report stated that they were performing a ventricolostomy on the right side of the scalp. They performed the initial incision and then were using an electrosurgical pencil to create homeostasis to address oozing. There was a "poof" sound and smoke and flame were seen under the drapes. They stopped the procedure and put the fire out. The patient was evaluated as receiving 2nd and 3rd degree burns to the face and neck. The immediate treatment was saline and ointment and the patient was under treatment by a burn specialist for several days. The burns were primarily to the cheek, nose, ear and nape of the neck. The airway passages were checked and found to be clear and ok. Duraprep was used as the prep and o2 was in use at 6l of 100% o2 was provided via facemask.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.